Event description:
I used (B)(6) extreme sport extra large bandage with anti-bacterial pad. After one day I had huge redness, swelling and blistering from the product. It was exactly the shape of the pad, so I am sure it was the anti-bacterial coating and not the adhesive. I have reported this to the company. On the (B)(6) web site in the review section for this product there was a complaint with the exact same symptoms. The bandages were lot 15041 exp date; 04/21/2017. Bar code: (B)(4). I did have to see a doctor for the problem. I am not sensitive or allergic to most common things. Sold through (B)(6).